Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? 1st. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? Clips were over extending jaw tips. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Out of patient. What were the indications for surgery? Gall bladder disease. Does the patient have any relevant history of surgical treatments? Asku. Did somebody other than the primary surgeon fire the instrument? No.

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. The 1st device was opened and fired the clip first okay. The second clip fed and extended past end of jaws. The third clip had the same issue. The 2nd device "scissored" the clips, but surgeon was able to use the same device to complete the case. There was no adverse consequence to the patient. Unknown which device performed the scissored clips.

Manufacturer narrative:
(B)(4). The device (a) was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process. The device (b) was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # k9085l, expiration date: 01/2018, manufacturing date: 02/2013.